Event description:
The user facility reported that the involved angio-seal device was faulty. The two parts of the device didn't engage and click together. There was no harm to the patient.

Manufacturer narrative:
A6: race: requested, not provided. D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: radiographer. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition. The carrier tube and hemostasis sheath were returned in the fully rear locked position. The anchor was found deployed from the distal tip, and damage was identified to the sheath tubing as the sheath was found to have been kinked and deformed. Functional testing was performed by attempting to deploy the components, and the components were able to be deployed properly. No issue was identified with device function. The complaint was confirmed for mechanical damage. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained by the device due to excessive bending during device deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).